Event description:
The surgeon was attempting to insert a single piece silicone lens model aa4204vl into the patient's eye and the lens wouldn't move out of the injector and the lens tore. The surgeon decided not to finish inserting this lens and put in a different lens. Patient contact but no patient injury.